Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a magnet was utilized during a surgical procedure performed on this patient. A subsequent device interrogation identified a battery depletion alert. Data review revealed excessive magnet application resulted in the observed alert. The battery voltage was observed to recover and normal battery performance was confirmed. No adverse patient effects were reported.